Manufacturer narrative:
The patient had preexisting conditions that included subluxated crystalline lens and 360 degrees of zonular deficiency. The surgeon indicated that the capsule retractor was able to stabilize the subluxated lens enough to complete removal of the cataractous lens however due to complete zonular deficiency the retractors had to be repositioned for stability resulting in the capsule tear and subsequent vitrectomy. An iol was able to placed via suture in a second surgery. Device was not returned for evaluation.

Event description:
During cataract surgery the surgeon experienced an anterior capsule tear resulting in a vitrectomy.